Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that reservoir casing was damaged. The customer¿s blood glucose level was 181 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.